Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death as listed in the mitraclip nt system (jpn), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported death. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for patient death. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient was re-hospitalized with acute on chronic heart failure. Medication was administered and the event resolved on (B)(6) 2019. Per study physician, the patient's heart failure was related to low left ventricular function and unrelated to the implanted mitraclip. On (B)(6) 2019, the patient died, due to unknown cause. No additional information was provided.